Event description:
Ous MDR - it was reported that, after an implantation time of about 16 months, the patient received inappropriate shocks. The ICD could no longer be interrogated after that. No deterioration of the patient's state of health was reported. The device and the lead were explanted and returned for analysis.

Manufacturer narrative:
During the visual analysis of the lead, several signs of abrasion were found at the lead body. The insulation of the lead was damaged by friction in the area of the tricuspid valve. This damage can with high probability be regarded as the cause for the clinical complaint. The position and characteristics of the friction lead to the assumption of significant mechanical stress on the lead in the implanted state. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, there was a fracture of the rope conductor to the shock electrode in the area of the df-1 connector, which is most likely a result of high tensile forces during the explantation. There were no indications of a material defect or manufacturing error.